Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735859, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the bulkhead was not working. It was bypassed and it was possible to transfer exams. There was no patient present when this issue was identified.